Manufacturer narrative:
The product is manufactured in the us, but not marketed in the us. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens, -12.0/+2.5/090 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2017. On (B)(6) 2018 the lens was repositioned due to lens rotation which did not resolve the problem. On (B)(6) 2018 the lens was exchanged with a same size, different model lens and the problem was resolved.

Manufacturer narrative:
Device evaluation: the lens was returned dry in a micro centrifuge vial. There was clear surgical residue on product. Visual inspection found the haptic deformed and residue on the lens. Corrected data: common device name should be corrected to phakic toric intraocular lens in original MDR. Patient code 3191: no code available (secondary surgery, lens repositioning, lens exchange). Claim#: (B)(4).